Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found drive manifold assy, maintenance kit 5000 hours and safety disk is suspected to be defective. The fse replaced drive manifold and 2500 hours pm kit. All functional and safety test were performed. Unit was released for clinical use.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement.